Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and necrosis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: a ¿mass,¿ ¿hard fat necrosis" and "capsular contracture, baker grade unknown¿.

Event description:
Patient representative reported patient experienced a ¿mass¿ and ¿hard fat necrosis.¿ patient representative noted ¿capsular contracture, baker grade unknown¿ was observed during explant surgery. This record is for the left side. Device was explanted.